Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-03137. It was reported that a catheter break occurred. Two fetch®2 catheters were selected for a st-segment elevation myocardial infarction thrombectomy procedure and both catheters cracked. There were no patient complications reported and the procedure was completed with another of the same device. The patient outcome was fine.